Manufacturer narrative:
Continuation of d10: product ID 39286-30 lot# serial# (B)(6). Implanted: (B)(6) 2011. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39286-30, serial/lot #: (B)(6). Ubd: 23-apr-2014, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they the programmer was 'dead' and the issue began going on a month and a half. Patient got the eos message on the programmer and agent reviewed information. Agent had difficulty collecting information from patient and agent had difficulty hearing the patient during the call. Patient also noted their cervical was way up in their brain; agent redirected patient to their hcp to address the issue. Patient also noted they had an old device before they were implanted and they were using the empi epix xl 9112065 (agent understood this as tens unit). Patient note only one of the leads or wires were working on the tens unit. Agent redirected patient to their hcp to address the issue. Pc made to the patient (pt). Patient clarified what they meant by the device going ¿kaput¿ in the vm; they stated it was at eos and dead. Patient stated they were playing with the box it was beeping at them that it was getting low and then eventually over time it died. When as ked about the cervical being up in the brain, patient stated their implant is under some hardware. Patient clarified they had a disc replacement and a fusion prior to getting their system implanted. The device was put under where they had the fusion done c6-c7 area. ¿they shoved the device below the fusion plate.¿ patient then stated they were not sure exactly sure where it is placed. ¿it¿s high up there to get stimulation in the shoulder/neck area.¿ patient stated they are a small person. When the device was implanted, they had all 5 lamina bones removed to get the device placed properly. Patient was in the hospital for 16 days following implantation and patient believes it was because they had to cut the bones out to get the device implanted in the cervical area. Patient stated they had a nurse sleeping in a cot next to them during that time frame. Patient is wondering if the ins is dead or if there is an issue with the connection between the lead/extension/ins. Patient stated they had a CT scan jan. 25-they do not have the results. Patient mentioned they have had 33 surgeries in 18 years, they don't have a left shoulder, and have ¿had main nerve replacements.¿ patient stated they are surviving on their tens unit.